Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. The patient subsequently was admitted to the hospital. A thorough lead check was performed. At that time, the lead appeared to be functioning appropriately. Subsequent information indicated that the patient underwent a lead revision procedure. The lead was cut and capped. There were no additional adverse patient effects.